Event description:
Device evaluation: the meter and test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2014 respectively with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint were found to have control solution result outside the acceptable range. In addition, there is a test strip misclassification issue. Either the subject test strip is reading a blood sample as ¿control solution¿ or a control solution sample as ¿blood.¿ if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.